Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2015 without complication. The patient was asymptomatic post procedure.

Manufacturer narrative:
Final analysis found that only the distal portion of the lead was returned. The insulation was abraded at 34.7 cm from the distal tip. The damage found likely resulted in the reported noise anomaly.